Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 24.03.2021: lot 180808: (B)(4) items manufactured and released on 22-may-2018. Expiration date: 2023-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events.

Event description:
2 months after the primary surgery the patient came in reporting pain due to a preprosthetic femur fracture that was caused by dismounting a horse(no trauma). The surgeon cabled the fracture, revised the stem and head with a competitor stem and head, and revised the medacta liner with a medacta liner. The surgery was completed successfully.